Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is an error message that cassette inserted incorrectly. The event occurred during pre-test and there was no patient involved.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a degraded downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.